Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient went into complete heart block (chb). The heart rate decreased to 26 bpm with 6 beats of ventricular standstill. The temporary vvi pacing failed to capture at that time, causing the patient to become symptomatic. The asynchronous pacing was turned to maximum amplitude and the temporary pacing lead was repositioned and began capturing again. A permanent pacemaker was implanted three days post valve implant with no adverse patient effects reported.